Event description:
The customer stated that he tested his blood glucose and received a reading of 244 mg/dl using his new contour meter. He retested using his old contour meter and received a reading of 105 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.